Event description:
On (B)(6) 2013, it was reported that this vns patient had not been feeling stimulation for the past two months. As of the night of (B)(6) 2013, the patient did not feel any stimulation. The patient felt like the vns was working but not as well, like it was losing power. The patient settings were reported to be 30 second on time and a one minute off time. As of the previous thursday, the patient was diagnosed with gastroparesis. The patient had a history of cronhn¿s disease since 2009. The patient was to undergo a shoulder surgery. On (B)(6) 2013, it was reported that the patient was seen by his neurologist. The device settings were increased, and the patient could feel stimulation. Attempts for additional information have been unsuccessful. A battery life calculation was performed with results of 3.44 years remaining until eri=yes.

Manufacturer narrative:
Event description, correct data: previously submitted MDR inadvertently omitted that the patient had been experiencing some seizure but not more than before vns. This report is being submitted to correct this information.